Event description:
It was reported that there was undersensing of the right atrial (ra) signal of the cardiac resynchronization therapy defibrillator (crt-d) system. The patient exhibited atrial fibrillation and due to ra undersensing, the crt-d determined that the ventricular rate was greater than the atrial rate, and delivered inappropriate anti-tachycardia pacing (atp). Technical services (ts) reviewed the device data and also observed other stored events in which ra signal noise was present that was not characteristic of atrial fibrillation and suggested a possible issue with ra lead integrity. Some of the noise was oversensed and led to inappropriate mode switching to atrial tachy response. The ra pacing impedance was also highly variable, with the measurement frequently exceeding 2,500 ohms and at times dropping below 200 ohms. Ts recommended in-clinic evaluation of the ra lead, as well as reprogramming to inhibit future inappropriate therapy. The ra lead remains in service at this time and no adverse patient effects were reported.

Event description:
It was reported that there was undersensing of the right atrial (ra) signal of the cardiac resynchronization therapy defibrillator (crt-d) system. The patient exhibited atrial fibrillation and due to ra undersensing, the crt-d determined that the ventricular rate was greater than the atrial rate and delivered inappropriate anti-tachycardia pacing (atp). Technical services (ts) reviewed the device data and also observed other stored events in which ra signal noise was present that was not characteristic of atrial fibrillation and suggested a possible issue with ra lead integrity. Some of the noise was oversensed and led to inappropriate mode switching to atrial tachy response. The ra pacing impedance was also highly variable, with the measurement frequently exceeding 2,500 ohms and at times dropping below 200 ohms. Ts recommended in-clinic evaluation of the ra lead, as well as reprogramming to inhibit future inappropriate therapy. The ra lead remains in service at this time and no adverse patient effects were reported. It was additionally reported that potential atrial loss of capture was observed, and the atrial pace impedance was greater than 3,000 ohms. Technical services recommended review of the atrial lead. No adverse patient effects were reported.